Event description:
During an in house programming history review on 4/22/2016, a computer software anomaly was suspected to have occurred. On (B)(6) 2014, a system diagnostic was performed and a final interrogation was performed. No further programming history was observed for this date. On the next recorded visit dated (B)(6) 2015, the device was interrogated and the settings were indicative of a "faulted" system diagnostic test. It is unknown when the event occurred and what handheld programming device was used. A nurse in the patient's neurologist office was informed about the faulted diagnostic test that happened sometime between (B)(6) 2014 and (B)(6) 2015. Patient was seen in (B)(6) 2015 but no settings were recorded for the visit. The office has multiple programming systems and it is unknown which was used at the time of the computer software error.